Manufacturer narrative:
This is a hemifacial microsomia patient that received right tmj implants in (B)(6) 2015. According to the implanting surgeon, this patient had thin tissue coverage with poor vascularity. The devices were left in place following the repair of the dehiscence.

Event description:
The patient developed a dehiscence secondary to an infection that the surgeon repaired with a vascularized free flap.